Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed chronic total occlusion (cto) target lesion was located in the severely calcified and moderately tortuous left anterior tibial artery. After a non-bsc guidewire crossed the lesion, the 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for predilatation and was initially inflated at rated burst pressure (rbp) in the proximal part of anterior tibial artery. However, during the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).